Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient's hearing performance was intermittent. The received in situ measurements and the information that the recipient was able to hear when pressure was applied over the implant let assume that an air bubble over the reference electrode most likely caused the reported problems. The device works within specification during investigation. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user noticed intermittent hearing with the device since a few weeks, especially when not wearing his glasses. This effect can reportedly be reproduced by applying pressure on a certain area behind the ear. The user could not hear with the implant anymore unless pressure was applied therefore the decision was made to proceed with revision surgery and the user was re-implanted on (B)(6)2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's hearing performance with the device is affected. The user noticed intermittent hearing with the device since a few weeks, especially when not wearing his glasses. This effect can reportedly be reproduced by applying pressure on a certain area behind the ear. Re-implantation is considered.